Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The switched common gas outlet was replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, following start-up of the machine, the unit alarmed, indicating mechanical ventilation was not available. There was no report of patient involvement.